Event description:
It was reported that the back of stretcher has malfunctioned. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The fowler drifting down event could not be determined as the customer was not available for further information. The cause of the event could not be determined. However, the most likely issue to have caused this event is a broken/damaged fowler cylinder.

Event description:
It was reported that the back of stretcher has malfunctioned. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.